Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not recognize battery pack) has been confirmed. As received, the charger was unable to charge a battery pack. Upon evaluation, the u13 8-bit cmos flash microcontroller was shorted on the bedside board and there was contamination on the battery board. The cause of the inability to charge the batteries is the shorted u13 component. The cause of the shorted component is the contamination. The root cause of the contamination cannot be positively identified but is likely liquid ingress. No adverse event resulted from the damaged component and board. The patient received a replacement charger/modem.

Event description:
A (B)(6) male patient contacted zoll customer support to report that the charger/modem would not recognize a battery pack. The patient was provided with a replacement charger/modem.